Event description:
The home patient (hp) reported feeling shoulder pain, as if patient had been filled with excessive air, while using the homechoice 12 foot patient line extension during automated peritoneal dialysis therapy. The hp related that during the usual routine patient does not have any fluid in the peritoneum at the start of the therapy and remains within the initial drain phase for a short period of time only before receiving the first fill. According to the hp, patient did not verify that the patient line extension was fully primed by checking that the fluid level was at or near the top of the extension prior to the start of therapy. The hp relates that patient continued to experience shoulder pain during therapy for the next 4 nights before pain dissipated. According to the hp, there was no medical intervention as a result of this incident.